Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The customer stated he was vomiting prior to being hospitalized. The customer also stated he did not give himself enough insulin, when he was experiencing the high blood glucose levels. Troubleshooting was performed. The insulin pump passed the prime test, and the programming was correct.